Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing. An infusion set tubing change was performed and the issue continued. Customer changed all pump supplies resolving the issue. Customer's blood glucose level was 168 mg/dl.